Event description:
It was reported that patient underwent a rotator cuff procedure on (B) (6) 2010. Anchor was seated. However, the anchor would not release from the inserter shaft.

Manufacturer narrative:
Evaluation of the returned component revealed evidence of pinched suture between instrument and anchor. This would have occurred during the manufacturing assembly process.